Manufacturer narrative:
It was reported that the patient had a catheter in place for neurogenic bladder. According to the facility the patient had a catheter in place for an unknown amount of time and the balloon of the catheter popped. The patient had the catheter replaced but required no additional medical intervention. According to the facility, the balloon was filled with 10cc of fluid. The account did not provide any further details regarding this incident. No further intervention was reported. A sample was not returned for evaluation. A root cause has not been determined. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported a foley catheter retention balloon popped and the foley catheter had to be replaced.